Event description:
It was reported that the bolt for the leg adjustment came apart and therefore the legs folded up and the minerva lifter collapsed. At that time a pt was in the lifter, but did not suffer any injuries. The caregiver suffered bruises on the shoulder, leg and hip and received these injuries while assisting in the transfer.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration# (B)(4)) on behalf of the manufacturer medibo (B)(4). Last arjohuntleigh maintenance in (B)(4) 2008. According to the customer, maintenance was conducted by a third-party company in (B)(4) 2011. The eval of the device to date has been carried out by a rep of the manufacturer's sales and service unit subsidiary divisions, not a direct employee of the manufacturer. The info contained in this initial report is based upon the info provided to the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation which may include updates or changes to the eval codes.